Event description:
Ous MDR - it was reported that it was impossible to interrogate the device during the implanting procedure. The physician decided to implant a new device. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The inspection revealed that the device was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Despite of a slightly elevated current consumption, the battery was found to be still sufficiently charged. Subsequent investigations revealed a damaged capacitor leading to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged capacitor. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
Ous MDR.